Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode showing noise oversensing. In addition, the estimated longevity remaining decreased from 87% to 78% over the course of eight months. A request was made to have data from this device analyzed. Data analysis has not yet been completed as the device data has not been provided at this time. Upon technical services (ts) review of the untreated episode, noise oversensing was confirmed, and troubleshooting recommendations were provided. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an untreated episode showing noise oversensing. In addition, the estimated longevity remaining decreased from 87% to 78% over the course of eight months. A request was made to have data from this device analyzed. Data analysis has not yet been completed as the device data has not been provided at this time. Upon technical services (ts) review of the untreated episode, noise oversensing was confirmed, and troubleshooting recommendations were provided. The device was then reprogrammed to primary vector by the clinic, and ts discussed the detection signals in this vector are appropriate. There is also some noise generated during the captures and it is not oversensed, therefore, the noise is appropriately discarded. The s-ICD system remains in service. No adverse patient effects were reported.